Manufacturer narrative:
This report is being filed on an international product list 8p06, that has a similar us product distributed in the us, list 8p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) alinity I anti-hcv results during comparative studies between current reagent and improved reagent lots. Sample 13 (sample tested before s-colon surgery) generated current reagent (lot 33045be00) (B)(6) but new improved reagent (lot 28481be00)(B)(6). Reproducibility tested (B)(6) results were obtained for both the current and improved reagent. Hcv antigen addition test showed a slight decrease in the measured value. A nonspecific binding absorption test was carried out by adding microparticle material to the sample to be measured, but there was no significant decrease in measured values. The western blot method result is pending. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Section a. Patient information age/gender provided. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review of complaint data for the likely cause list number does not identify any adverse trend. Labeling review concludes that the issue is adequately addressed. A review in the corrective and preventive actions system did not identify any non-conformances or deviations associated with the likely cause lot number and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing included two commercially available seroconversion panels. The complaint lot showed the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on all reviewed data, it is concluded that there is no general issue with the alinity I anti-hcv reagent lot identified in this complaint. No product deficiency was identified.